Event description:
It was reported that the integrated automated peritoneal dialysis set with cassette had leaked from the body of the cassette where the lines connect. This occurred during the priming phase of peritoneal dialysis therapy; the home patient (hp) was not connected. The technical service representative assisted the hp in ending therapy and removing the cassette. It is unknown how the hp competed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned for evaluation. Visual and microscopic inspection revealed an incomplete sheeting weld with double sheeting sealed in a partial weld of the cassette. Clamp functional testing and clear passage testing was performed with no issues noted. Leak testing was performed and noted a leak from the cassette/sheeting weld. A simulated therapy was performed with the cassette and noted excess sheeting causing leak. Upon conclusion of the evaluation, the cause was determined to be an insufficient bond; double sheeting in the weld of the cassette. Should additional relevant information become available, a supplemental report will be submitted.